Event description:
It was reported that during a total thyroidectomy procedure, one of the jaws detached during the case. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested but not yet received.

Event description:
The pt was reportedly experiencing intermittencies followed by loss of sound and loss of lock. External equipment was exchanged; however, this did not resolve the issue. It was confirmed that the pt's device has failed. Surgery to explant the device is under consideration.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.